Event description:
It was reported that on 09 may 2025, an unknown size amplatzer piccolo occluder was implanted in the patient. On (B)(6) 2025, new progressive severe left pulmonary artery (lpa) stenosis was noted. On an unknown date, the device was surgically removed.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
An event of occluder migrated after release, towards the pulmonary artery was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Abbott requested for additional information which was not provided by the filed. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was a result of case specific circumstances, as device was removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.